Manufacturer narrative:
The reported event of insulation breach caused by inappropriate suturing was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found procedural damage to the outer insulation at suture tie impression region. The cause of the outer insulation damage was due to procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-16715.it was reported that the patient presented to the hospital on (B)(6) 2023 for a follow-up. Upon examination of the lead, it was noted that there was muscle stimulation caused by right atrial (ra) lead and there was insulation breach caused by inappropriate suturing on right ventricular (rv) lead. The physician explanted and replaced the ra and the rv lead on (B)(6) 2023. The patient was in stable condition throughout.